Event description:
Additional information. A magnetic resonance imaging (MRI) was performed, and the results showed the device was in "normal position." The patient had uncontrolled gastroparesis, which included symptoms of nausea, vomiting, and abdominal pain. The device was reprogrammed, but there was no improvement of symptoms. The health care professional stated the patient outcome was "serious illness-ongoing."

Event description:
Additional information clarified the patient experienced the loss of effect following a car accident on (B)(6), 2011. The patient also had acute pain located at the device following the car accident. The patient had been admitted in the hospital since (B)(6) 2011, and the patient was trying to find a health care professional to check the device.

Manufacturer narrative:
Lead: model 435135, serial #(B)(4), implanted: (B)(6) 2006. Lead: model 435135, serial #(B)(4). Implanted: (B)(6) 2006.

Event description:
It was reported initially the patient received therapeutic effect from the device as the device "worked wonders." However, the patient had an "mva" in march and since then all of the patient's symptoms returned. The device was checked for battery function, but the results were not provided. Impedances were measured and the results were normal. The patient believed the leads had migrated, but lead migration was not confirmed at the time of this report. The patient was currently in the hospital, but the reason for the hospitalization was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available.